Manufacturer narrative:
The power flex circuit was replaced to correct the problem that was found during service.

Event description:
During service of the ventilator, the carefusion service tech found the power flex circuit, component jp4, pins 2, 3, and 5 were physically damaged and burned. This problem had not been reported by the customer.